Event description:
During a laparoscopic hernia repair procedure, the device did not release from the operation site. The surgeon cut the instrument off and applied another device. The hospital has reported that the pt's status is satisfactory.